Event description:
It was reported there was a problem with the recharging system. The display showed a "call your doctor" icon with code por (power-on-reset). Following the por screen, the patient received a screen with all 8 efficiency boxes shaded and the implantable neurostimulator (ins) battery icon was 50% shaded. A problem with the patient programmer was also reported. The patient was not able to adjust stimulation. The display showed a "call your doctor" icon with code por. The patient was unable to clear the por with the pt programmer and reported a triangle with exclamation mark in upper left corner of programmer. The patient also had no stimulation sensation. The patient stopped feeling stimulation when they saw the por message. There was no known accident or incident related to the event. It was noted that the patient had an appointment with the doctor in (B) (6) 2010.

Manufacturer narrative:
(B) (4).